Event description:
It was reported that the procedure was to treat the left anterior descending artery. The patient presented with segment elevation myocardial infarction (stemi) and unspecified trek balloon catheters and xience sierra stents were used. Additionally, a 3.5 x 15 mm trek balloon catheter was used; however, the tip of the device separated and the separated portion was found outside the anatomy. The distal part of the device was also kinked. A 3.5 x 20 mm trek balloon catheter was also used; however, the device separated inside the anatomy. There were several failed snare attempts performed, and the separated portion was ultimately embedded with an implanted unspecified xience sierra stent. No additional information was provided. Subsequent to filing the initial/final MDR, a user facility medwatch report was received that states, "during an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts ((b(4)) were made with balloons and snare to retrieve balloon but was unsuccessful. One of the snares appeared to unravel in the body. ((B)(4)). Ref# mw5090202. FDA safety report ID#(B)(4)." Additionally, a second user facility medwatch report was received that states, "during an emergency trying to reperfuse a coronary artery, a balloon was placed in the lad. After inflation, the balloon was removed and angiogram was performed. Images revealed the balloon was still in the lad and that catheter had broken. Multiple attempts were taken to retrieve balloon, ref#mw5090203. FDA safety report ID# (B)(4).''

Manufacturer narrative:
Attachments: user facility medwatch report numbers mw5090202 and mw5090203. Attachment: [cn-009896 sus voluntary event report (medwatch).rtf].

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported separation; however, the patient effects appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The additional trek rx device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. The patient presented with segment elevation myocardial infarction (stemi) and unspecified trek balloon catheters and xience sierra stents were used. Additionally, a 3.5 x 15 mm trek balloon catheter was used; however, the tip of the device separated and the separated portion was found outside the anatomy. The distal part of the device was also kinked. A 3.5 x 20 mm trek balloon catheter was also used; however, the device separated inside the anatomy. There were several failed snare attempts performed, and the separated portion was ultimately embedded with an implanted unspecified xience sierra stent. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na